Event description:
The customer reported that the pt was removed from the 840 ventilator due to a malfunction. There was no pt harmed or injured as a result of the event. Covidien inspected the device and replaced the ventilator head led pcb. The ventilator passed all testing.